Manufacturer narrative:
The reported event was confirmed as a use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. The root cause of reported issue was the user unaware of correct use of the device or places device incorrectly. The device history record review was not required due to the reported issue was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Not recommended for patients who are: experiencing skin irritation or breakdown at the site recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8 to 12 hours or when soiled with feces or blood". Correction: d, e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had injury by nurse who was supposed to change the purewick female external catheter but it jammed an old purewick into the patients vagina and at the time of removal. The wick ended up staying in for about 20 to 21 hours and the patient had scar tissue on vaginal walls and experienced pain. The patient did not used the device at home due to the injury. It is unknown what medical intervention was provided for scar tissue injury. Per additional information received via liberator on (B)(6) 2021 it was stated that the patient wore the same purewick female external catheter for 10 to 12 hours before the device change and the patient experienced some skin irritation or skin breakdown. The patient treated the irritation at home with diaper rash cream and a and d ointment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had injury by the nurse who was supposed to change the purewick female external catheter but it jammed an old purewick into the patient vagina and at the time of take off. The wick ended up staying in for about 20 to 21 hours. The patient had scar tissue on vaginal walls and was in pain. The patient had not yet used the at home version due to the injury. It was unknown what medical intervention was provided for scar tissue injury. Per additional information received via liberator on 01oct2021, it was stated that the patient wore the same purewick female external catheter for 10-12hours before it was changed and that the patient incurred some skin irritation/skin breakdown. The patient treated the irritation at home with diaper rash cream and a&d ointment.